Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgical intervention will take place to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.